Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed. Lap hernia procedure. Event description : "submitted by hp or - [] - cat # ctf03 ¿ dr. [Name] ¿ lap hernia procedure ¿ do not know the lot number as several trocar boxes were opened - dr. [Name] was using trocar during the case the inner piece of the trocar came out and fell into patients abdomen. Everyone scrubbed in the case saw it fall into abdomen and dr. [Name] removed from the patient." Additional information was received via email from contract coordinator on wednesday, (B)(6) 2018: there was no patient injury. The entire seal detached. The color of the component was clear. The entire seal was not torn. It was either grasper or scissors used at the time of incident. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of seal component separation. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. This report is to follow up medwatch report # (B)(4).

Event description:
Procedure performed: lap hernia procedure. Event description "submitted by hp or - [] - cat # ctf03 ¿ dr. ¿ lap hernia procedure ¿ do not know the lot number as several trocar boxes were opened - dr. Was using trocar during the case the inner piece of the trocar came out and fell into patients abdomen. Everyone scrubbed in the case saw it fall into abdomen and dr. Removed from the patient." Additional information was received via email from contract coordinator on wednesday, 29aug2018: there was no patient injury. The entire seal detached. The color of the component was clear. The entire seal was not torn. It was either grasper or scissors used at the time of incident. Medwatch report # (B)(4) received via mail on 07 dec 2018: surgeon used a applied medical 5 mm trocar and while in use the inner piece of the trocar came out in the patient's abdomen. The piece was retrieved by the surgeon. There was no harm to the patient. Per hospital, the manufacturer was notified. Materials management to return to the manufacturer upon request. Patient status: no patient injury.

Event description:
Name of procedure being performed: lap hernia procedure. Event description: submitted by hp or. Cat ctf03 dr. [Name] lap hernia procedure do not know the lot number as several trocar boxes were opened - dr. [Name] was using trocar during the case the inner piece of the trocar came out and fell into patients abdomen. Everyone scrubbed in the case saw it fall into abdomen and dr. [Name] removed from the patient. Additional information was received via email from contract coordinator on wednesday, 29aug2018: there was no patient injury. The entire seal detached. The color of the component was clear. The entire seal was not torn. It was either grasper or scissors used at the time of incident. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. Based on the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use states that, extra care should be used when inserting angular and asymmetrical instruments, such as j hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.